Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during pre-use testing, the gastrointestinal videoscope exhibited a fuzzy picture. It was reported that the device was changed to a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Updated fields: b5, g3, & h2. This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
New information provided by the customer clarified that the issue was that it was fuzzy mainly on the outside circle of the image.